Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device follow up, this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms in one of the shocking vectors. The device was reprogrammed to a different shocking configuration and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.